Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining an erroneously low troponin (accutni) result within the normal reference range for one patient that was generated by the unicel dxc 600i access immunoassay system. Subsequent testing on the original instrument and on an alternate instrument produced higher results above the ami cut-off that better matched the patient's clinical presentation. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Although hardware issues were addressed by the fse, a definitive root cause has not been determined to date for this event.

Manufacturer narrative:
The accutni samples were collected in plasma tubes without a gel separator. The customer stated to customer technical support (cts) that the initial erroneous result was obtained from a capped specimen analyzed through the closed tube aliquotter. All repeat testing was done from an uncapped specimen loaded directly onto the instrument. Per the customer supplied qc charts, both levels of accutni qc were within the customer's established ranges prior to and on the day of the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2010 which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event and replaced the aspirate probes, the substrate probe, and the substrate valve. The fse also performed the protocol testing per the published instrument procedure and no issues were noted.